Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) lead experienced palpitations. Upon follow up, loss of capture (loc) at maximum output, low p-waves, undersensing, and high pacing threshold measurements were noted. Dislodgement was suspected, however, an x-ray showed the lead to be in good position. An invasive procedure was subsequently performed to revise the lead. However, when the lead was tested on a pacing system analyzer (psa), all measurements were within normal limits. A physician elected to replace the device. However, the loc recurred the following day. Another invasive procedure was then performed, and this time, the ra lead was explanted and successfully replaced with a new lead. Additional information indicated that the physician could only find one spot with consistent atrial capture. Further, the physician believed that the patient has a non device/lead related underlying condition that caused the change in the threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.